Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator had yielded an error message due to invalid data points. The stored invalid data points were removed and device interrogation was successful.